Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte vialon-e 24ga x 0.75in leakage it was reported that there was leakage of chemical from catheter. Additional information*: lot: 4304297 leak occurs near the connection between the catheter and the hub.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed a leak at the nose of the adapter during a catheter leak test. Split tubing was observed at the flaring site at the metal wedge. For further analysis the catheter tubing was cut cross-sectionally near the adapter nose to observe the six stripes image. No abnormalities were observed on the split tubing filled stripe, as the stripe location was centered. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. At the machine, the catheter tubing was flared onto the metal wedge, and then the catheter adapter was swaged onto the tubing-metal wedge subassembly. It was suspected that one of possible causes of the split tubing could be caused by over-flaring at the metal wedge, which caused the tubing to over-expand and split during assembly. There was no abnormality found on the stripe location of the split tubing filled stripe, as the stripe location was centered. The tubing surface defect might be another possible cause of the split tubing, which could cause the tubing to be weakened and split when flared onto the metal wedge during assembly. Current controls include a functional test in place to check for catheter adapter leakage. There is also an in-process visual inspection in place to check for catheter adapter damage which could cause leakage. The in-process inspection form was revised to add cleaning of the die after each produced spool to prevent this defect.